Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 6 years post tavr the patient came in with an nstemi and was in acute chf upon arrival. The medical records received mention a workup for a possible vinv based on the echo but the patient had a cardiac arrest and died 3 days into the hospitalization. The patient previously presented with valve degeneration 5 years post tavr but was asymptomatic with no intervention planned at that time. Medical records were received and reviewed. Increased gradient and stenosis could be noted over the last year prior to the patient's death. The 30-day post-op tte showed the prosthetic valve was well seated with a mean gradient of 21mmhg and mild pvl. The follow-up tte 5 years later showed that patient's mean gradient had risen to 35.21mmhg and the ava (vti) 1.3cm showed the patient's bioprosthetic valve was having moderate stenosis. The most recent tte was performed when the patient was admitted to the hospital for chest pain and elevated troponin levels, showed that the mean gradient had increased to 63.9mmh and the ava (v,d) was 0.86cm2, which is indicative of severe stenosis. A viv procedure was planned, however, the patient passed away prior to the required intervention.